Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported connector connection error, scope not recognized during reprocessing of an olympus gastrointestinal videoscope. There was no patient involvement reported.